Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship between the patients¿ experiencing abdominal pain, cloudy effluent fluid, positive coagulase-negative staphylococci peritonitis, and subsequent hospitalization (3 day length of stay) the fresenius products exists. There is no documentation in the complaint file supporting a possible causal association between the fresenius products/liberty cycler and the subsequent event of peritonitis. However, the pdrn reported that the patient was not following aseptic technique which is the likely causal association with this event of coagulase-negative staphylococci peritonitis. Patient has been experiencing multiple issues on the cycler that she states she has only had for 5 months.

Event description:
Source documents and information in the file were reviewed. The peritoneal dialysis (pd) patient reported having a recent episode of peritonitis and stated the current bag she was working with was a ¿medicated bag for treatment for peritonitis.¿ follow-up was made with the pd patient¿s clinic registered nurse (rn), who stated the pd patient reported abdominal pain, cloudy effluent and was hospitalized on (B)(6) 2017 due to an episode of staphylococcus coagulase negative peritonitis that was secondary to touch contamination and breaks in aseptic technique/sterility when performing ccpd therapy. The pdrn provided specific examples which included patient not washing his hands during prep/set up and did not don a mask. The pd patient was treated for peritonitis with vancomycin (unknown dose, strength, route, frequency and duration). The pdrn felt the cause of the peritonitis was breach in aseptic technique/touch contamination, (causality was not related to deflex). The patient was discharged on (B)(6) 2017 to home continuing on vancomycin and had been able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) treatments using the cycler. There were no reported fluid leaks during treatment prior to infection.

Manufacturer narrative:
The specific date of diagnosis was not made available and (B)(6) 2017 was selected as a default. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated she was using a medicated bag because she recently had peritonitis, and did not have any more medication to put in a new bag when resetting up. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the cause of peritonitis was touch contamination. The culture results revealed coagulase-negative staphylococci. Treatment rendered included vancomycin and patient recovered from the event and was doing fine. The diagnosis date of peritonitis was not provided by the pdrn. Medical records were requested.